Manufacturer narrative:
The device remains implanted. The root cause of the pain at the cls implant site and cls migration cannot be definitively determined; however, the patient¿s weight loss may have contributed to the migration of the cls causing discomfort to the patient. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites; cls migration or suboptimal placement, which may result in pain and the patient may require surgery (including revision, explant, and replacement) as a result¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Evaluation of the patient¿s cls confirmed migration of the cls from the original implant location; topical pain patches were prescribed. The evoke scs system was confirmed to be operating as intended. The patient had been implanted for 13 months and reported weight loss during this time.

Event description:
A revision procedure was performed to resolve the reported event.

Manufacturer narrative:
Additional information: section b - event description; date of event. Section g - date received by manufacturer; type of report. Section h - evaluation codes. A revision procedure was performed on (B)(6) 2025. After the revision, the patient's therapy was successfully restored.